Event description:
According to the reporter, while transecting the duodenum during a whipple surgery, the second reload did not form properly resulting to staple line bleeding. The surgeon oversewed the staple line to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.